Event description:
It was reported that following a wrist procedure, the pain pump which had been placed stopped delivering the medication. The pt removed the pump and continued taking the oral medication which had been prescribed at discharge.

Manufacturer narrative:
The pump was discarded by the pt following removal.